Event description:
The cause of the reported issue was unknown. Customer delivered a correction bolus to address high bg levels. There were no pump or supply issues identified during troubleshooting with tandem technical support. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.